Event description:
It was reported that the monopolar curved scissors instrument had broken wires. Initial reporter was unable to provide additional information regarding the reported event. There was no information regarding the outcome of the case and unsure if the instrument was used during a procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of broken wires. Visual inspection was conducted and there was no trouble found. There were no broken wires seen. The instrument's blades cut test failed, there was no blade damage. The instrument was placed on an in-house da vinci system for latex cut test. The scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. The blade edges were undamaged however the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found the instrument's pitch cable to be frayed. Frayed strands were observed to be sticking out at the wrist of the instrument. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .074 - .055 in length and was not aligned with the tube axis. The flush tube was inspected and there was no trouble found. No other damage was found.